Event description:
It was reported that during a balloon valvuloplasty procedure, the balloon size appeared to be incorrect. The 9.0mm x 30mm sterling balloon was advanced to the aortic valve, however, measurements taken from marker wires on intra-operative images noted that the nominally inflated balloon diameter was approximately 1mm less than its label indicated. The balloon was removed and the procedure was successfully completed with another manufacturer's balloon catheter. No pt injuries or complications were reported.

Manufacturer narrative:
The complaint indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.